Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers were not going up and down at the same time while the clip was locked. The cds was not in the patient and was changed to another cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper arm actuation issue was not confirmed during returned device analysis as no issues were observed during testing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined as the returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation issue). There is no indication of a product quality issue with respect to manufacture, design, or labeling.